Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
During omega chs surgery, the surgeon used the combination reamer in the surgery. However, the locking part of the combination reamer was tight, and the surgeon was not able to lock. The surgeon requested the investigation of the event.